Manufacturer narrative:
Company rep evaluated the system and replaced the pneumatic hose assembly.

Event description:
Customer reported the peep readings dropped to zero when the as3000 anesthesia delivery system was moved, which may have affected anesthesia monitoring. No pt injury was reported.